Manufacturer narrative:
Reader (B)(6) have been returned and investigated. Visual inspection has been performed on and contamination was found within usb port preventing the customer from charging the reader which would lead to the reader not turning on. Reader did not turn on with button, strip, or usb cable insertion. Reader was not able to connect to pc and masterm due to contamination observed. Usb cable and adapter was not returned. De-cased the reader and performed visual inspection where moisture indicator turned red due to presence of sufficient liquid and moisture. Unable to download reader log due to liquid contamination on the pcba. Issue is not confirmed to use due to liquid contamination.

Event description:
A battery/no power issue was reported with the abbott diabetes care (adc) device. The customer was unable to test due to the device not powering on with button press or test strip insertion. As a result, the customer experienced loss of consciousness, however, upon regaining some faculties, the customer was able to self-treat with insulin (type/dose unspecified). There was no report of death or permanent impairment associated with this event.